Event description:
As reported by an affiliate, during a procedure, a precise pro rx (10/40mm) stent was inaccurate placed after presenting deployment difficulty. The device was delivered to the right internal carotid artery, which was heavily calcified and highly tortuous with an artery stenosis of 80%. There was no difficulty advancing the device over the guidewire reported. The physician tried to release the stent, but there was "pulling friction" on the outer member. Eventually, the physician managed to release the stent with "when unusual force might be used at that time". The stent jumped approximately 2cm distally to the target lesion during the stent deployment due to the "pulling force". The proximal lesion could not be covered and an additional precise pro rx (10/40mm) was placed at the proximal lesion. The entire lesion was fully covered and the procedure was completed successfully. There was no patient injury reported. The product will not be returned for analysis because it was discarded at the hospital.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, the precise stent jumped during deployment and was placed approximately 2 cm distal to the intended location. The device was delivered to a heavily calcified and highly tortuous right internal carotid artery with an 80% stenosis. There was no reported difficulty advancing the device over the guidewire. When the physician tried to release the stent a 'pulling friction' was encountered, however, eventually the physician managed to release the stent 'when unusual force might be used at that time.' An additional precise pro rx (10/40mm) was placed in the proximal lesion to fully cover the entire lesion and the procedure was completed successfully. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 15545247 presented no issues during the manufacturing and inspection processes that can be associated with the reported complaint process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping during deployment. It is possible that the operator's interaction with the sds may have contributed to the reported event if the steps outlined in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Vessel characteristics and procedural handling addressed in the IFU may have contributed to the event. Therefore, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.